Event description:
It was reported that stent fracture occurred requiring additional intervention. The patient presented with double vessel disease and underwent percutaneous transluminal coronary angioplasty. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left main to left anterior descending artery. A 2.75 x 48 synergy drug-eluting stent was advanced for treatment. However, after deployment and post dilation with an nc 3.00 x 15mm balloon, it was noticed in fluoroscopy that the proximal stent strut was fractured at the proximal left main. This was confirmed under stent boost. The physician did bail out stenting with a 3.00x12 synergy stent and the procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
The device was not returned for analysis. A media review of an image and video recordings provided by the site was conducted. The could not identify the alleged stent fracture. Stent strut displacement appearing as gaps was noted in the proximal region of the stent which could have appeared to the physician as stent fracture. The displaced struts most likely represent a stent deformation induced by a possible interaction of the deployed stent with ancillary devices used during the procedure such as post-dilation balloon as well as a possible interaction with the lesion anatomical features. The displaced struts visible in the review of the images most likely represent a conformation of the synergy stent, allowed by the 5-connector proximal (first 2 rows) and 2 connectors throughout and in the distal section, to the vessel anatomy to provide the required scaffolding without any straightening of the vessel. Additionally, the coplanar view from which the stent was viewed could lead to the assumption that there was a stent fracture when in fact what was seen were two strut connectors on the same plane on view (one behind the other). This would be consistent with the stent image reviewed where struts were displaced in a v shape and connected in a central point.

Event description:
It was reported that stent fracture occurred requiring additional intervention. The patient presented with double vessel disease and underwent percutaneous transluminal coronary angioplasty. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left main to left anterior descending artery. A 2.75 x 48 synergy drug-eluting stent was advanced for treatment. However, after deployment and post dilation with an nc 3.00 x 15mm balloon, it was noticed in fluoroscopy that the proximal stent strut was fractured at the proximal left main. This was confirmed under stent boost. The physician did bail out stenting with a 3.00x12 synergy stent and the procedure was completed successfully. No patient complications were reported.